Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the kerlix packing sponge. The customer states "while setting-up a table for delivery, rn was unable to drop the pack of sponges in a sterile fashionn because the sponges were adhering to the packaging."